Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 309657, batch no: 0010103. It was reported plastic debris the size and shape of a fingernail floating in the syringe when preparing to fill cartridge. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-10. H.6. Investigation summary: one 3ml syringe with needle attached and two opened blister packs were received and evaluated. One blister pack was from batch 0010103 (p/n 309657) and one was from 9234179 (p/n 305110). It was observed the syringe contained approximately 1.5ml of clear fluid and there was a small white cylindrical particle floating in the liquid. Based on the size, shape and color, it is possible the white particle is a piece of the insulin vial septum that became detached during the drawing of the medication. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0010103 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The foreign matter could not be confirmed to originate from the manufacturing facility. No corrective actions are warranted as this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter in the syringe. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 309657 batch no: 0010103. It was reported plastic debris the size and shape of a fingernail floating in the syringe when preparing to fill cartridge. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge.